Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. As returned the impactor is fractured at the threads. In addition to the fracture the impactor has wear and scratches indicative of its life in the field. Review of the device history records did not find any deviations or anomalies. Root cause of tip fracture was determined to be a stress concentration at the fracture site, potentially exacerbated by off-axis impaction and/or bending of the device. This device was manufactured previous to this addressed design issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instrument fractured during use. No patient consequences were reported and no additional information has been made available at this time.